Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred several weeks after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7070667.

Event description:
It was reported that the patient was experiencing more pain and skin discoloration near the ipg site. It was revealed through biopsy that the patient was allergic to all metals. The patient underwent an explant procedure wherein all devices were removed and will not be returned.